Event description:
Patient intubated with a sun-med 3.0 cuffed tube. When extubating the patient after completely deflating the cuff felt a "popping" as I pulled the tube out through the cords. When the tube was pulled out there was a large ridge visualized that was created from the deflated cuff that made the outer diameter of the tube much larger. The patient needed racemic epi for stridor later in the day. This scenario has happened to 2 other patients with these tubes. Unfortunately, packaging and item were disposed by staff so we do not have a lot or reference number. Reference report: mw5115602, mw5115603.